Manufacturer narrative:
The fse confirmed that solenoid 5 was defective. The fse replaced the solenoid 5 to resolve the issues. (B)(4).

Event description:
The customer reported obtaining voteout (no results generated) on white blood cell (wbc) and red blood cell (rbc) parameters with high out of specification platelet (plt) values on startup of the coulter hmx with autoloader. There were no reports of injury, erroneous results or change to patient treatment in connection with this event. The customer was not running patient samples when the event occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.